Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-jul-26 arjo was notified about a complaint involving citadel bed. Following the information reported the radius arm dislodged from bed's frame. The bed was returned from the facility with no explanation on how the malfunction occurred. There was no indication of patient's involvement, no injury nor other medical consequences were reported. Upon bed evaluation the technician observed some dents and scrapes on a frame bumper and foot end extension frame. What indicates that the bed could be subjected to some abnormal force. Although the malfunction occurred the c-clip securing the radius arm was still attached, therefore lack of c-clip can be ruled out to be the cause of malfunction occurrence. It needs to be emphasized that all manufactured citadel beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. It is also worth noting that the citadel bed has been designed, produced and certified to meet the requirements of standard en 60601-2-52. The citadel beds are passing the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - safe working load, 201.9.8.3.2 - static forces due to loading from persons or 201.9.8.3.3.1 dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage accordingly to product instruction for use. Summarizing, findings made during the device inspection suggests that the bed could be subjected to abuse, what in consequences led to the radius arm detachment. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment . The radius arm detached from bed's frame and from that perspective, the citadel bed did not meet its manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was notified about a complaint involving citadel bed. Following the information reported the radius arm dislodged from bed's frame. The bed was returned from the facility with no explanation on how the malfunction occurred. There was no indication of patient's involvement, no injury nor other medical consequences were reported.